Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 524 mg/dl. Reportedly, the cause of the elevated bg level was unknown. During a system check, tandem technical support (cts) confirmed that the pump was functioning as intended. The customer delivered a bolus and an insulin injection to address bg level. The customer declined further follow up from cts.